Event description:
It was reported that the right atrial (ra) lead exhibited insulation damage. The lead was capped and no patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).